Event description:
It was reported that the drill bit broke off. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The still measurable dimensions of the drill bit were checked and found to be in compliance with the technical drawings and specifications. The examination of the manufacturing papers showed no deviations regarding material analysis strength and structural stability. We are not able to determine the exact cause of this occurrence as no clinical details were provided.